Event description:
It was reported (B)(6) communication could not be established with the ipg when tested out of the box. There was no pt involvement associated with this event.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.